Event description:
While sitting in tub belt came undone, seal disengaged sliding forward with resident. Resident's left leg buckeled under and she then landed on left knee (in bottom of tub). Nar was able to place arm across front of chest to prevent further forward motion. It did stop her from "hitting her head on front of tub". Pt complained was pain in left leg; which per ambulance lead to left hip fracture. Pt had gastrostmy tube placed, returned to nursing home but developed pulmonary edena and expired on 2/24/94.